Event description:
Pt on ventilator. Feeding tube placed. X-ray report showed feeding tube in lung, resulting in right pneumothorax. Feeding tube was discontinued and a new tube was inserted. Chest tube was inserted. Pneumothorax resolved and chest tube was discontinued. Nursing personnel disposed of feeding tube and packaging prior to evaluating the feeding tube.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.